Event description:
Additional information received reported that the diagnosis of the infection was in early (B)(6). It was stated that the patient was administered perioperative antibiotics. The patient did not have meningitis. The symptom of the infection was reported as pocket erosion. The primary location of the infection was in the device pocket. It was unknown if a culture of the infection was obtained. Treatments were reported as IV and oral antibiotics as well as a total device system explant. The patient outcome was reported as infection resolved. Diabetes was reported as the only known risk factor of the patient before implant. No further information was provided.

Event description:
It was reported that the patient's urinary device was explanted due to an infection. The patient later received a new urinary device set. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3093-28, lot# v998456, implanted: (B)(6) 2012, explanted: (B)(6) 2012; programmer model 3037, serial# (B)(4).